Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The display and cable to display were replaced to resolve the issue. No report of patient involvement. Unique identifier: (B)(4). Legal manufacturer: hcs madison (B)(4). The distributor performed a checkout of the equipment and confirmed the reported complaint. The display and cable to display were replaced to resolve the issue.

Event description:
The customer reported a malfunction during pre-use checkout resulting in the loss of display. There was no report of patient involvement.